Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "it has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has also been noticed that some samples were spilling during the transport. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually evaluated and no issues were observed relating to stopper pop off /stopper pop off in centrifuge as all samples met specifications. A complaint history was performed and this is the 1st complaint reported for this defect on this lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off /stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "it has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has also been noticed that some samples were spilling during the transport. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube."

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 14-mar-2024. H.6. Investigation summary: material #: 360059 lot/batch #: 2120754 customer returned samples were received march 2024 but the tube expiration date is 30apr2023. Further testing could not be conducted as bd does not perform testing on expired product. Therefore, retention samples from bd inventory were visually evaluated and no issues were observed relating to stopper pop off /stopper pop off in centrifuge as all samples met specifications. A complaint history was performed and this is the 1st complaint reported for this defect on this lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off /stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "it has been identified that the tubes are opening after centrifugation, even when sample is drawn using vacuum. It has also been noticed that some samples were spilling during the transport. It has been further reported that once, after the sample was drawn and tube was being homogenized (mixed) the stopper popped off like there was pressure inside the tube."